Event description:
This is a spontaneous case report received from a medical doctor in united states on 14-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2016. It was reported that patient is experiencing pain. Physician asked information regarding removal of essure. Follow-up information received on 15-apr-2016: sales representative informed that patient had been bleeding for last two weeks with brownish and reddish bleeding. Patient also had cramping and occasional stabbing pain. Follow-up information received on 19-apr-2016 from physician. Reporter stated that the patient will be undergoing further testing (exact testing not provided) before essure would be removed. Reporter stated no date has been set for removal. Upon internal review on 27-apr-2016, the need for correction of information received on 19-apr-2016 was identified. Patient initials and date of birth were added. The patient was (B)(6)-years-old. Follow-up received on 16-may-2016: information received from physician states that a (B)(6)-year-old female patient had essure, lot numbers b71770 (left) and d08061 (right), inserted on (B)(6)-2016 for elective sterilization. Monitored anesthesia care was applied during procedure. Examination under anesthesia revealed normal external genitalia and vagina without lesions. Patient's cervix was normal, her uterus was described as anteverted and adnexa were normal (not palpated). Small retractor was placed in the vagina. Cervix was grasped with a tenaculum and dilated to 5 mm. Hysteroscopy was performed and revealed a normal endometrial cavity with minimal growth and both tubal ostia were identified. Procedure was started on the left side; the essure cannula was introduced and slid into the tube up to the black marking. The wheel was rolled, clicked, and then rolled again to deploy the essure coil. There were 2 trailing coils visible. The same procedure was carried out on the right side using the same technique and upon removal there were 4 trailing coils visible. Both essure slid in unimpeded and without effort. Hysteroscope was removed and all counts were correct. Patient tolerated the procedure very well and was taken to the recovery room in very good condition. On (B)(6)-2016, patient went to see doctor due to bleeding and pain status post essure and to rule out perforation/malplacement of essure. Physician reported that essure was appropriate, well placed bilaterally and informed that pelvic adhesive disease and right simple ovarian cyst were diagnosed. Hysteroscopy, hysteroscopic removal of bilateral essure, laparoscopy, lysis of adhesions, incision and drainage of simple right ovarian cyst and bilateral tubal coagulation were performed. In addition, health care professional reported that, prior to procedure, patient states that all bleeding had stopped and her cramping was only mild at that time. The description of procedure was provided: the patient was taken to the operating room and ergonomically placed in a dorsal lithotomy position after receiving adequate general anesthesia and prepped and draped in the usual manner. Bladder was catheterized and examination under anesthesia revealed normal external genitalia. Her vagina had no lesions and there was no evidence of blood. Cervix appeared normal with no evidence of blood in the endocervical canal. Uterus was anteverted and relatively normal size. Adnexa were negative. A sims retractor was placed in the vagina. Cervix was grasped with a tenaculum and dilated to 5 mm. Fluid hysteroscopy revealed the following: the endometrial cavity had no evidence of bleeding and very minimal growth on the posterior wall. Both tubal ostia were clearly identified and the coil of each essure was also identified (there were approximately 2-3 trailing coils on each side). Using the hysteroscopic grasper, starting on the patient's right side, the coil was grasped and gently dragged and removed in its entirety. This was removed out of the uterus and placed on the tray. The left essure was now grasped and gently dragged and pulled out of the tube as well. This was placed on the tray. Each one was stretched out with clamps and with a tape measure and a photo was taken to identity that both were equal length and at approximately 15 cm long at complete stretch. The scope was reintroduced. There was no bleeding from the tubes and the scope was removed. Humi (as reported) cannula was inserted and attention was focused to the abdomen. A sub umbilical 8 mm incision was made after preinfiltration with 8 cc of 0.25% marcaine with epinephrine. Veress needle was inserted and peritoneal cavity was insufflated with 2.5 l of co2. Cannula and scope were now inserted and under direct visualization, the following was noted: the uterus, tubes, and ovaries appeared completely normal except for a small 2 cm simple right ovarian cyst. Both tubes were thoroughly examined and there was no evidence of irregularity or perforation. There were noted to be some filmy adhesions between the right ovary and the right posterior broad ligament. A right angle scope was now substituted and these adhesions were lysed. Using cautery, bilateral tubal cauterization was performed starting approximately 2 cm from the cornua of each tube and grasping the mid ampullary portion and cauterizing 3 times on each side. Care was taken to monitor that there was minimal thermal spread on the mesosalpinx and no thermal spread to the vasculature. The scope was now swung 360 and there were no abnormalities noted. The scope was removed. The peritoneal cavity was thoroughly decompressed and the port removed. The skin was closed with 4-0 vicryl in a subcuticular stitch fashion and steri-strips were applied. Catheter and cannula were removed from below. There was excellent hemostasis noted again visualizing the cervix. All counts were correct. The patient tolerated the procedure very well and was taken to the recovery room in very good condition. Follow up information received on 31-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had pain and brownish and reddish bleeding (regarded as post procedural bleeding) after essure (fallopian tube occlusion insert) insertion. Upon receipt of follow up information, it was informed that the devices were removed via hysteroscopy. The reported events are listed according to essure's reference safety information. During and after essure insertion, abnormal genital bleeding and abdominal/pelvic pain may occur. In this case, patient developed the events with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. According to follow up information, there were approximately 2-3 trailing coils on each side and even so the devices were removed via hysteroscopy (off label use). Nevertheless, an intervention was required to remove the devices, therefore, this case is classified as incident. Updated ptc (with lot number) is pending.

Manufacturer narrative:
Follow-up information received on 21-jun-2016: quality-safety evaluation of product technical complaint was updated. Lot number b71770, production date 18-sep-2013 and expiration date 30-sep-2016. Lot number d08061, production date 18-sep-2014 and expiration date 28-sep-2017. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for these batches resulted in no similar ae case identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain and brownish and reddish bleeding (regarded as post procedural bleeding) after essure (fallopian tube occlusion insert) insertion. Upon receipt of follow up information, it was informed that the devices were removed via hysteroscopy. The reported events are listed according to essure's reference safety information. During and after essure insertion, abnormal genital bleeding and abdominal/pelvic pain may occur. In this case, patient developed the events with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. According to follow up information, there were approximately 2-3 trailing coils on each side and even so the devices were removed via hysteroscopy (off label use). Nevertheless, an intervention was required to remove the devices, therefore, this case is classified as incident. According to product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.